Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of eight (8) solution administration sets was damaged and opened. The damaged packaging was discovered before patient use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Eight (8) devices were received for evaluation. During visual inspection, seven (7) of the returned samples were noted to have defective seals on the closed pouch. Infra-red (ir) scan was performed on a defective pouch and a non-defective one, on both pouch film and paper to determine whether any inconsistencies were present in the raw material. Results obtained from the testing were compared, and it was determined that the pouch film on the defective pouch was inverted; meaning that the adhesive component of the film was on the outer side of the pouch and hence, seal of the pouch resulted to be weak. The reported condition was verified in seven (7) of the returned samples. The cause of the reported condition was a manufacturing issue. The reported condition was not verified in one (1) sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.